Manufacturer narrative:
D4 expiration date - added. D4 lot # - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of ro marker(s) detached/separated/not visible under fluoroscopy, catheter shaft difficulty removing/withdrawing and un-retrieved device fragments.

Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when trying to remove the intermediate catheter (subject device) from the patient. The physician noticed an acute turn in the anatomy that may have caused the long sheath to kink. Upon removal of the intermediate catheter (subject device) the distal fluro marker had dislodged and remained in the m2 branch of the patient. The physician attempted to use another intermediate catheter to remove fluro marker with aspiration which was unsuccessful. The physician then tried two different retrievers to pull out the fluro marker but was unsuccessful. The procedure was delayed due to this complication. The current status of the patient in stable. No further information is available.

Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when trying to remove the intermediate catheter (subject device) from the patient. The physician noticed an acute turn in the anatomy that may have caused the long sheath to kink. Upon removal of the intermediate catheter (subject device) the distal fluro marker had dislodged and remained in the m2 branch of the patient. The physician attempted to use another intermediate catheter to remove fluro marker with aspiration which was unsuccessful. The physician then tried two different retrievers to pull out the fluro marker but was unsuccessful. The procedure was delayed due to this complication. The current status of the patient in stable. No further information is available.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of ro marker(s) detached/separated/not visible under fluoroscopy, catheter shaft difficulty removing/withdrawing and un-retrieved device fragments.

Event description:
It was reported that during the thrombectomy procedure, resistance was encountered when trying to remove the intermediate catheter (subject device) from the patient. The physician noticed an acute turn in the anatomy that may have caused the long sheath to kink. Upon removal of the intermediate catheter (subject device) the distal fluro marker had dislodged and remained in the m2 branch of the patient. The physician attempted to use another intermediate catheter to remove fluro marker with aspiration which was unsuccessful. The physician then tried two different retrievers to pull out the fluro marker but was unsuccessful. The procedure was delayed due to this complication. The current status of the patient in stable. No further information is available.